Event description:
It was reported that the device was not alarming. Per reporter the volume had been set at "high", pump firmware updated to version 4.3, pharm guard software updated to version 4.0 and updated pm date, time & date and all security settings. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 11/8/2024. H3: one device was returned for repair with complaint that the pump was not alarming. The alarm volume fault occurred during testing. No previous repairs were noted in the last 12 months. Review of event log found no relevant information. Pump failed beep alarm test and found bad connections for both front and rear piezo. Reconnected the piezo and device passed after repair. During the investigation the following additional issues were noted: lcd lens was cracked, and downstream occlusion (dso) seal was delaminated. Replaced dso seal and lcd lens. The device passed all validation tests post repair.